Event description:
The customer contact reported that during testing at the user facility, external arcing was noted on the blade that is connected to the black wire near the plastic ac receptacle on the male end of the ac power cord. There were no reports of any adverse pt events or reports of delays of critical therapy while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)